Event description:
In 2008, a doctor reported that stainless steel crowns placed with maxcem elite on two different patients had fallen off.

Manufacturer narrative:
The doctor reported two different shades of maxcem elite cement, however he could not specify which shade was used on the patients for the crown placements. The patients' crowns were recemented using a different lot of maxcem elite without incident. The patients are doing fine. The device was not returned to kerr corporation for evaluation. The retain samples of the maxcem elite shades reported to have been involved in these incidents was tested for adhesive strength. The results indicated that the products were within specifications. This is the first MDR report of the two incidents reported. - attachment: [maxcem elite 2024312-2008-00037 - evaluation.pdf]